Event description:
The customer reported a gap in the adhesive at the distal end. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not find the adhesive on the distal end was peeled. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, because the reported issue was not confirmed, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to identify the issue: "preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Service found the bending section and insertion tube were separated due to the adhesive peeling around the connecting tube, the connecting tube had a snag, and the resin on the angulation knob was degraded due to chemical stress during reprocessing. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer in b5.

Event description:
Customer stated that they were not aware of the gap in the adhesive. No further information was provided.